Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery, due to the patient being presented with a painful total hip. The surgeon removed the cup, liner, and head.